Manufacturer narrative:
The battery was not returned for evaluation; however, the provided photos were reviewed, by research and development engineering, and based on the complaint comments of "smoke and sparkle" which appears to be due to short circuit across the (+) positive and (-) negative battery terminals. This would cause an electrical short and possibly cause the internal cells to give out gas or vent as designed. There is a vent built into the housing under the lever which will activate if the enclosure builds excessive pressure as evidenced by the appearance of electrolyte on the outside of the battery enclosure. DHR review has been requested from the manufacturer; however, the review has not been provided to date. A two-year review of complaint history revealed there has been a total of one complaint, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: -do not short circuit battery terminals or allow them to come into contact with metal objects. This could cause a shock or burn injury and also damage the battery pack. -the battery pack used in this device may present a risk of fire or chemical burn if mistreated. Do not disassemble, heat above 278° f (137° c), or incinerate. Replace battery with approved hall lithium batteries only. Use of another battery may present a risk of fire or explosion. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that l3000lg device was being decontaminated on (B)(6) 2019 when the device began to smoke/sparkle. The device was wrapped in a fireproof cover. There was no report of injury to patient or the user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Additional information received from the manufacturer, greatbatch inc, provides results of the DHR review: DHR of the serial number reported (B)(6), was reviewed without finding abnormalities in manufacturing process. Quality documents, tests and parameters of the equipment used in the manufacture of the reported battery were reviewed, finding everything within the conditions and specifications illustrated in our assembly instructions and quality management. This issue will continue to be monitored through the complaint system to assure patient safety.